Event description:
Event description guidant received information that this implantable transvenous defibrillation lead measured a low, out-of-range, shock impedance through the associated device. The physician elected to surgically abandon the lead, as the clinical observation is suggestive of lead damage that can result in a short to the device. Both the lead and device were replaced without incident to the patient.